Manufacturer narrative:
The complaint of an external break is confirmed, user-related. Damage found on the returned components includes evidence indicating sharp instrument damage, blunt force and stretched tubing. Together these traits suggest that initially the tubing partially separated as a result of contact with a scissors or scalpel and broke away completely with blunt force secondaryto pulling on or stretching the tubing. The product instructions for use caution the user to avoid contact between the catheter and sharp instruments as well as tension on the catheter. The two components of the complaint sample are not matched according to size: 12.0 fr bifurcate spliced with 13.5 hemodialysis catheter tubing. The product instructions for use recommends that following catheter damage, repair should occur as soon as possible using the designated hemodialysis/apheresis repair kit for that particular catheter size.